Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
Healthcare professional later reported left side capsular contracture baker grade ii. Healthcare professional also reported "left side was not ruptured." The ¿rupture¿ event was confirmed to not have occurred. Device has been explanted and discarded.

Event description:
Patient reported left side "pain, looks different and a possible rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.